Event description:
It was reported that the patient felt warm when charging his ipg, which caused more pain in the patients lower back. It was also noted that the patient had a seizure-like disposition every time the ipg is on.